Event description:
It was reported that the patient had difficulty charging the implantable pulse generator (ipg). The patient underwent a battery replacement procedure wherein an MRI compatible ipg was implanted. The patient was doing well post operatively. The explanted product was discarded at the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.